Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation.

Event description:
It was reported to boston scientific corporation that a bite blox was used during a bronchoscopy procedure performed on (B)(6) 2025. During the procedure, the bite blox fractured due to excessive jaw pressure exerted by the patient. There were no patient complication as a result of this event.